Event description:
It was reported that patient presented for scheduled right ventricle leadless pacemaker (rvlp) implant procedure. During procedure, difficulty in reaching the low septum occurred due to the heart¿s elongated shape, requiring use of a snare to guide the catheter. At this point in the procedure it was noted the patient had a drop in blood pressure. Echocardiography confirmed there was no pericardial effusion. It was observed that the heparinized saline had run out, allowing backflow of blood through the sheath, which contributed to momentary blood loss. Heparinized saline was replaced and fully opened to control bleeding from the sheath. The drop in blood pressure was partly due to low hemoglobin. After bleeding was controlled, blood pressure gradually stabilized. The rvlp was ultimately not implanted and the procedure concluded. There were no patient consequences.